Manufacturer narrative:
Additional information was received that the patient underwent a revision procedure wherein the leads and ipg were replaced. Device malfunction was suspected. Additional suspect medical device component involved in the event: model #: sc-1110-02, serial #: (B)(4), description: precision implantable pulse generator (ipg).

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedance was noted on the lead. The patient will undergo a revision procedure wherein the lead will be replaced.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedance was noted on the lead. The patient will undergo a revision procedure wherein the lead will be replaced.

Event description:
A report was received that the patient was not receiving adequate stimulation. High impedance was noted on the lead. The patient will undergo a revision procedure wherein the lead will be replaced.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-4316, lot #: 14973262, description: next generation anchor kit-sterile, sc-2352-70 (sn (B)(4)). Device evaluation indicated that the lead passed mechanical test performed. The lead body had a pronounced kink from the distal end, where the lead appeared to have been sutured. Some cables were broken/severed at this spot. The fracture site was 1 cm from the clik anchor setscrew mark. This appeared to have been caused by fatigue possibly coupled with postural changes/movements. The completely severed cables were the reason for the high impedances observed. Sc-2352-70 (sn (B)(4)) device evaluation indicated that the lead passed visual, electrical, mechanical and photographic imaging tests performed. The lead exhibited normal device characteristics. Sc-1110-02 (sn (B)(4)) device evaluation indicated that the ipg passed visual and performance tests performed. The ipg exhibited normal device characteristics. Sc-4316 (lot# 14973262) device evaluation indicated that the clik anchor passed visual and photographic imaging tests performed. The clik anchor exhibited normal device characteristics.

Manufacturer narrative:
Additional suspect medical device component involved in the event: model #: sc-2352-70, serial #: (B)(6), description: linear 3-4 lead, 70cm.